Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (hysterectomy- full). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal discharge had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2010. She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, perforation and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication updated. Essure explant date added. Events- migration/perforation: other, general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury and bladder/urinary problems: vaginal discharge were added. Event outcome updated for: physical pain/pelvic pain. Lab data updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: other'), device dislocation ('migration of essure device location of device: unknown location/ essure coils were not visible at the fallopian tube ostia') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 43-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, menometrorrhagia, hot flashes, night sweats, sleep disorder, joint pain, amenorrhea and urinary urgency. Concomitant products included citalopram from (B)(6) 2010 to (B)(6) 2011, esomeprazole from (B)(6) 2010 to (B)(6) 2011, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2010, ibuprofen from (B)(6) 2010 to (B)(6) 2011, lidocaine from (B)(6) 2010 to (B)(6) -2010, loratadine (lortab) from (B)(6) 2010 to (B)(6) 2011, lorazepam (ativan) from (B)(6) 2010 to (B)(6) 2010, misoprostol from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2010, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2010 to (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010, paracetamol (tylenol) from (B)(6) 2010 to (B)(6) 2011, progesterone (prometrium) from (B)(6) 2010 to (B)(6) 2011, tranexamic acid (lysteda) from (B)(6) 2010 to (B)(6) 2011 and vitamin b12 nos (vitamin b 12) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/depression") and anxiety ("anxiety/mental anguish"). On (B)(6) 2010, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge") and urinary tract infection ("urinary tract infection"), 3 months 27 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("bladder or urinary problems changes"). The patient was treated with surgery (endometrial ablation, hysterectomy- full, d&c, hysterectomy-uterus + cervix and hysterectomy- full, d&c,hysterectomy-uterus + cervix). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, depression, vaginal haemorrhage, anxiety, weight increased and metrorrhagia outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge, urinary tract infection, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2010. She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, perforation and vaginal discharge, metrorrhagia coils were deployed and the sheath was removed, leaving 1-4 visible coils. Discrepancy noted in essure insertion date:??-jan-2010. Discrepancy noted in essure removal date:not removed, in previous follow up essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion.. Concerning  the injuries reported in this case, the following ones were confirmed in patients medical records; menorrhagia, vaginal discharge, dysmenorrhea. Lot number: 628145 manufacturing date: 2008/09 expiration date: 2011/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: other'), device dislocation ('migration of essure device location of device: unknown location/ essure coils were not visible at the fallopian tube ostia') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 43-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, menometrorrhagia, hot flashes, night sweats, sleep disorder, joint pain, amenorrhea and urinary urgency. Concomitant products included citalopram from (B)(6) 2010 to (B)(6) 2011, esomeprazole from (B)(6) 2010 to (B)(6) 2011, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2010, ibuprofen from (B)(6) 2010 to (B)(6) 2011, lidocaine from (B)(6) 2010 to (B)(6) 2010, loratadine (lortab) from (B)(6) 2010 to (B)(6) 2011, lorazepam (ativan) from (B)(6) 2010 to (B)(6) 2010, misoprostol from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2010, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2010 to (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010, paracetamol (tylenol) from (B)(6) 2010 to (B)(6) 2011, progesterone (prometrium) from (B)(6) 2010 to (B)(6) 2011, tranexamic acid (lysteda) from (B)(6) 2010 to (B)(6) 2011 and vitamin b12 nos (vitamin b 12) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/depression") and anxiety ("anxiety/mental anguish"). On (B)(6) 2010, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge") and urinary tract infection ("urinary tract infection"), 3 months 27 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("bladder or urinary problems changes"). The patient was treated with surgery (endometrial ablation, hysterectomy- full, d&c, hysterectomy-uterus + cervix and hysterectomy- full, d&c, hysterectomy-uterus + cervix). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, depression, vaginal haemorrhage, anxiety, weight increased and metrorrhagia outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge, urinary tract infection, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2010. She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, perforation and vaginal discharge, metrorrhagia coils were deployed and the sheath was removed, leaving 1-4 visible coils. Discrepancy noted in essure insertion date: (B)(6) 2010. Discrepancy noted in essure removal date:not removed, in previous follow up essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Concerning  the injuries reported in this case, the following ones were confirmed in patients medical records; menorrhagia, vaginal discharge, dysmenorrhea. Lot number: 628145 manufacturing date: 2008/09 expiration date: 2011/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('migration/perforation: other'), device dislocation ('migration of essure device location of device: unknown location/ essure coils were not visible at the fallopian tube ostia') and menorrhagia ('menorrhagia (heavy menstrual bleeding)'). In a 43-year-old female patient who had essure (batch no. 628145), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: morbid obesity, menometrorrhagia, hot flashes, night sweats, sleep disorder, joint pain, amenorrhea and urinary urgency. Concomitant products included: citalopram from (B)(6) 2010 to (B)(6) 2011, esomeprazole from (B)(6) 2010 to (B)(6) 2011, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010, ibuprofen from (B)(6) 2010 to (B)(6) 2011, lidocaine from (B)(6) 2010, loratadine (lortab) from (B)(6) 2010 to (B)(6) 2011, lorazepam (ativan) from (B)(6) 2010, misoprostol from (B)(6) 2010, nsaids since (B)(6) 2010, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010, paracetamol (tylenol) from (B)(6) 2010 to (B)(6) 2011, progesterone (prometrium) from (B)(6) 2010 to (B)(6) 2011, tranexamic acid (lysteda) from (B)(6) 2010 to (B)(6) 2011 and vitamin b12 nos (vitamin b 12) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/depression") and anxiety ("anxiety/mental anguish"). On (B)(6) 2010, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge") and urinary tract infection ("urinary tract infection"), 3 months 27 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). And was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("bladder or urinary problems changes"). The patient was treated with surgery (endometrial ablation, hysterectomy- full, d&c and hysterectomy- full, d&c,). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, depression, vaginal haemorrhage, urinary tract infection, anxiety, weight increased, metrorrhagia, bladder disorder and urinary tract disorder outcome was unknown. And the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2010. She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, perforation and vaginal discharge, metrorrhagia. Coils were deployed and the sheath was removed, leaving 1-4 visible coils. Discrepancy noted, in essure insertion date: (B)(6) 2010. Discrepancy noted, in essure removal date: not removed. In previous follow up essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 54.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010, essure device was successfully occluded. Bilateral occlusion. Concerning  the injuries reported in this case, the following ones were confirmed in patients medical records: menorrhagia, vaginal discharge, dysmenorrhea. Lot number#: 628145, manufacturing date: 2008/09, expiration date: 2011/09. Quality-safety evaluation of ptc: unable to confirm complaint/ most recent follow-up information incorporated above includes: on (B)(6) 2020, ppf received: events: "metrorrhagia, bladder or urinary problems changes" were added. Reporter information was added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: other'), device dislocation ('migration of essure device location of device: unknown location/ essure coils were not visible at the fallopian tube ostia'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, menometrorrhagia, hot flashes, night sweats, sleep disorder, joint pain, amenorrhea and urinary urgency. Concomitant products included citalopram from (B)(6) 2010 to (B)(6) 2011, codeine phosphate; paracetamol (tylenol with codeine no.3) from (B)(6) 2010 to (B)(6) 2011, esomeprazole from (B)(6) 2010 to (B)(6) 2011, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2010, ibuprofen from (B)(6) 2010 to (B)(6) 2011, lidocaine from (B)(6) 2010 to (B)(6) 2010, loratadine (lortab) from (B)(6) 2010 to (B)(6) 2011, lorazepam (ativan) from(B)(6) 2010 to (B)(6) 2010, misoprostol from (B)(6) 2010 to (B)(6) 2010, oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2010 to (B)(6) 2010, progesterone (prometrium) from (B)(6) 2010 to (B)(6) 2011, tranexamic acid (lysteda) from (B)(6) 2010 to (B)(6) 2011 and vitamin b12 nos (vitamin b 12) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/depression") and anxiety ("anxiety/mental anguish"). On (B)(6) 2010, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge") and urinary tract infection ("urinary tract infection"), 3 months 27 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation, hysterectomy- full, d&c and hysterectomy- full, d&c,). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, depression, vaginal haemorrhage, urinary tract infection, anxiety and weight increased outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2010. She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, perforation and vaginal discharge. Coils were deployed and the sheath was removed, leaving 1-4 visible coils. Discrepancy noted in essure insertion date:(B)(6) 2010. Discrepancy noted in essure removal date:not removed, in previous follow up essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Concerning  the injuries reported in this case, the following ones were confirmed in patients medical records; menorrhagia, vaginal discharge, dysmenorrhea. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs +mr received. Lot number was added. New events added: abnormal bleeding (vaginal), urinary tract infection, anxiety/mental anguish, weight gain. Essure insertion date was update. Previously added event psych injury was updated to depression. Reporters, concomitant drugs, concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: other'), device dislocation ('migration of essure device location of device: unknown location/ essure coils were not visible at the fallopian tube ostia'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, menometrorrhagia, hot flashes, night sweats, sleep disorder, joint pain, amenorrhea and urinary urgency. Concomitant products included citalopram from (B)(6) 2010 to (B)(6) 2011, esomeprazole from (B)(6) 2010 to (B)(6) 2011, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010, ibuprofen from (B)(6) 2010 to (B)(6) 2011, lidocaine from (B)(6) 2010, loratadine (lortab) from(B)(6) 2010 to (B)(6) 2011, lorazepam (ativan) from (B)(6) 2010, misoprostol from (B)(6) 2010, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2010, paracetamol (tylenol) from (B)(6) 2010 to (B)(6) 2011, progesterone (prometrium) from (B)(6) 2010 to (B)(6) 2011, tranexamic acid (lysteda) from (B)(6) 2010 to (B)(6) 2011 and vitamin b12 nos (vitamin b 12) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/depression") and anxiety ("anxiety/mental anguish"). On (B)(6) 2010, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge") and urinary tract infection ("urinary tract infection"), 3 months 27 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation, hysterectomy- full, d&c and hysterectomy- full, d&c,). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, depression, vaginal haemorrhage, urinary tract infection, anxiety and weight increased outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: ??-(B)(6) 2010. She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, perforation and vaginal discharge. Coils were deployed and the sheath was removed, leaving 1-4 visible coils. Discrepancy noted in essure insertion date: (B)(6) 2010. Discrepancy noted in essure removal date:not removed, in previous follow up essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion.. Concerning  the injuries reported in this case, the following ones were confirmed in patients medical records; menorrhagia, vaginal discharge, dysmenorrhea. Lot number: 628145, manufacturing date: 2008/09, expiration date: 2011/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.